Manufacturer narrative:
Test to the production batch of product retention samples (lot:211c021227) again , the test was pass. Unable to determine if the patient had followed the instructions for use as instructed; if not, potentially contributed to the false negative outcome.

Event description:
Customer feedback: we have 5 boxes of bad test kits resulting in false positive